Manufacturer narrative:
Concomitant products: 419478 lead, implanted: (B)(6) 2006; dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. There were undersensed atrial beats on the patient's rhythm and on the monitored atrial fibrillation (af) episodes on the atrial electrogram. The lead remains in use. No patient complications have been reported as a result of this event.